Event description:
Additional information received from the manufacturing representative reported that he knew that the patient worked with their doctor extensively. The manufacturing representative was never made aware that the patient had any kind of shocking or pains. The rep did adjust programming several times to achieve better efficacy. The rep told the patient to keep a voiding diary and when these diary entries are reviewed the patient always shows over 50% improvement from baseline symptoms.

Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient¿s implant was not working like the trial did. Program two provided rectal stimulation. Increasing to 6.1 v on program three also did not feel like the trial. The patient felt uncomfortable groin stimulation. Their incontinence was not as bad as prior to implant, but still occurred. Ten days later, the patient had still never had therapeutic effect. Program three was also not effective. While on the call, the patient changed to program four. They felt comfortable stimulation. It was reported the patient still had concerns regarding their device or therapy, but was working with their healthcare provider or manufacturer representative. Appointment dates of (B)(6) 2015 were noted. It was reported the patient was unable to adjust stimulation due to the upper limit screen being reached. The patient did not have any stimulation the morning of the call. They felt stimulation the night prior going down their leg. They had been lying on their right side. Program three did not help the patient¿s symptoms after three months. They had fifty percent symptom reduction. The patient had ninety percent symptom reduction during their trial. The patient had used six pads daily since implant. While on the call, the patient switched to program four and increased to 6.2 v. They felt stimulation a little bit. The patient was going to wait and see if their therapy started working. Additional information received reported that the patient never had therapeutic effect, even after having excellent results with the trial. He ¿just could not get it to stop;¿ he was just leaking too much fluid and ¿seemed to have when it works, the rectum got sore like it was burning it and could not run it too high and not running it high.¿ he was at 6.0 volts on program 3 at the time of the report, but at one time had it up to 6.4 volts and it was more irritating and ¿did not get a lot of stuff.¿ the patient further clarified that it bothered him or kept him awake. He was reprogrammed on (B)(6) 2015 by the manufacturer representative (rep) and spoke with the rep on the phone as well. The healthcare provider (hcp) suggested that the patient go through a fluid test of when he drank and how much. This was done a couple of times; he went off everything on (B)(6) 2015 and went through (B)(6) 2015 and continued on (B)(6) 2015 through (B)(6) 2015. He found he was allergic to coffee, iced tea, and some vitamin pills he was taking. He was going to be at the doctor¿s office on (B)(6) 2015 for follow-up. Additional information from the consumer on (B)(6) 2015 reported the implantable neurostimulator (ins) never ¿functioned properly¿ and was ¿not doing its job¿ since implant. The device was giving the patient an ¿extra shock¿ in his back. The device was removed and replaced on (B)(6) 2015, however the patient later stated that the hcp ¿went in there¿ in (B)(6) 2015 and took it out to discover the issue; it was discovered that one of the 2 wires hooked up was ¿right on through the nerves" giving him pain and ¿extra shock.¿ the hcp put it back in properly, redone, and rehooked. However, the incontinence symptoms still did not improve as the patient was still wearing 8-10 pads a day. In (B)(6) 2015, the patient had stool blockage where they had to take pills to soften the stool; it took a few days to get that going again. The patient also took some colon creams which ¿cleaned it out good¿ but he could not get the device to stop the urination. In (B)(6) 2015, settings were increased but it was hurting ¿too bad¿ so it was decreased back down. Settings at 5 volts bothered the patient and hurt him in certain positions, which resolved when the patient moved around. The indications for use included gastrointestinal/pelvic floor and urinary dysfunction. See manufacturing report #3004209178-2015-25251.